Event description:
Customer reportedly obtained a result of 480mg/dl on the aviva system and 137mg/dl on the doctor's device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.